Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found that forty seven samples had the retractor in an inactive position, in an unused condition. Three of the samples were observed with the cannula broken and one had the retractor active without the cannula. During functional testing, the tubing set was connected with the base and a testing purpose syringe was used to pass water through the tube; a leak was detected in the three cannula. During a review of the manufacturing process, operators were trained on the operations that were performed, no anomalies were detected in the maintenance records and there was no detachment detected in the tested retain samples and the cannula was not removed from the site. Production personnel verifies one hundred percent that the part (or assembly) has the correct components, features, elements and or shape. The retractor assemblies are one hundred percent visually inspected by the production personnel to assure that the needle is properly threaded. Quality personnel performs inspection at start up and at least every three hours to ensure that only bubbles stream out of the needle tip only when buckle is submerged under water. Quality personnel performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that a leakage was observed some hours after the set up of the catheter at the connector. No patient injury was reported.